Manufacturer narrative:
Product ID 1650- lot# serial# (B)(4), other devices involved in this event: heartware ventricular assist system ¿ battery, model #:1650, serial number: (B)(4), expiration date: 2018-06-30 UDI #: (B)(4), mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic. Power switching noted over the past few weeks on log files and occurred once while in clinic. Two batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.